Event description:
Major pump unit(s) involved: device thrombosis specific component(s) involved. Component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis; inflow cannula.specific component(s) involved: inflow cannula thrombosis leading to decreased flows.causative or contributing factor: no specific contributing cause identified.intervention(s): device explanted, flushed, re-implanted;type: lvad.